Event description:
It was reported that during a lung biopsy procedure, the needle allegedly snapped in the middle of the procedure and half of the needle was left behind in the patient. It was further reported that additional surgery was done to remove the needle. A coaxial needle was used in the procedure and the patient was reported to be in a stable condition.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged break issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), device not returned

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2023).

Event description:
It was reported that during a lung biopsy procedure, the needle allegedly snapped in the middle of the procedure and half of the needle was left behind in the patient. It was further reported that additional surgery was done to remove the needle. A coaxial needle was used in the procedure and the patient was reported to be in a stable condition.